Event description:
(B)(4). Excessive weight gain, severe stomach pains, hair loss, heavy menstrual cycle, severe back pain, depression, anxiety, severe mood swings, acne, painful bloating, chronic fatigue, unexplained sickness, endometriosis, 2 ovarian cysts.